Event description:
It was reported that during an a-fib procedure with an esi system, the temperature limiter error was displayed on the stockert generator. According to the reporter, the temperature went up to 50 degrees c which is above the maximum setting of temperature of 42 degrees c. The customer also stated that there was a steam pop during rf delivery but there was no patient injury. After follow up with the customer, it was stated that the temperature limiter setting was wrongly programmed. The issue was solved by reprogramming the stockert temperature limiter.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record analysis is completed. (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4) it was reported that during an a-fib procedure with an esi system, the temperature limiter error was displayed on the stockert generator. According to the reporter, the temperature went up to 50 °c which is above the maximum setting of temperature of 42 °c. The customer also stated that there was a steam pop during rf delivery but there was no patient injury. After follow up with the customer, it was stated that the temperature limiter setting was wrongly programmed. The issue was solved by reprogramming the stockert temperature limiter as initially reported. This repair was closed without further investigation due to the customer didn't send the unit in for repair. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.